Event description:
The customer contact reported an operator error in programming the pump, which resulted in the patient receiving more medication than intended. At 1246, line a of the pump was programmed to deliver heparin 25,000 units/250ml at a rate of 8.8ml/hr and vtbi (volume to be infused) of 240ml and the delivery was started. At 1414, the patient was discharged to an ambulance for a 3 hour transport to a second facility for further treatment. Approximately 1 1/2 hours after leaving the first facility, the paramedic noted that the heparin had completely infused. The first facility was notified. Upon arrival at the second facility, an inr (international normalized ratio) was drawn with a result reported as "greater than 200." The patient was treated with an unspecified concentration of vitamin k. There were no reported adverse patient sequelae. Upon review of the history, the customer contact noted the device was programmed to deliver a concentration of 2500 units/250ml instead of the intended 25,000 units/250ml. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing including delivery accuracy. During testing, the device delivered a measured volume of 20.2ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The customer contact indicated the event was the result of an operator error in programming the device. The pump history was downloaded at the manufacturing facility. A review of the pump history indicates that in 2009 at 1208, line a of the pump was programmed in the dose calculation mode to deliver heparin 25,000 units/250ml, at a rate of 8.8ml/hr with a vtbi (volume to be infused) of 240ml for a duration of 27 hours and 16 minutes. The delivery was started at 1209. At 1210, the delivery on line a was stopped. At 1212, the delivery on line a was started. At 1254, the delivery on line a was stopped. At 1257, the settings were cleared. At 1259, line b was programmed in the dose calculation mode to deliver heparin 2500 units/250ml, at a rate of 88.3ml/hr with a vtbi of 240ml for a duration of 2 hours 43 minutes and the delivery was started. At 1326, the pump alarmed for n186 distal occlusion and the delivery on line b was stopped. At 1327, the delivery on line b was restarted. From 1327 to 1548, there were 3 n231 proximal air b, backprime alarms and 1 n186 distal occlusion alarm. At 1548, the line b was restarted with a vtbi of 1.9ml and duration of 4 seconds. At 1549, the pump alarmed for n234 distal air. At 1553, the pump was turned off. The review of the pump history indicates the pump delivered as programmed.